Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high thresholds due to a suspected micro dislodgment, not fully confirmed with x-ray. This was determined during routine, pre-discharge from hospital, threshold testing. The patient had a lead revision scheduled and it was repositioned. No additional adverse patient effects were reported.